Manufacturer narrative:
Qc is run 3 times per day, and qc values recovered within range on the day of the event. Based on available info, the instrument maintenance is up to date and the lab follows the maintenance schedule published in the maintenance manual. A field service engineer (fse) was dispatched to the customer's lab: a) the fse inspected the instrument and discovered that tubing from a reference solution reagent bottle had turned green. The fse bleached the line. B) the fse performed a preventive maintenance (pm) to the ion selective electrode (ise) module. C) the fse indicated that a modular chemistry (mc) probe was out of alignment and slipping. The fse tightened the mc probe belt and performed alignments. In a follow-up with the customer in 2007, there have been no further events reported from this account. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high potassium (k) results that were generated by the synchron lx20 pro instrument. The customer indicated that the lab reported out approximately 10 erroneous k results. The physicians questioned the results and the samples were re-tested on a different instrument in the customer's lab for k. K results obtained from the different instrument were 5% to 7% lower. Corrected reports were issued. The pt treatment was not affected as result of this event.